Event description:
It was reported that this implantable pacemaker device was not functioning properly and patient experienced stroke liked symptoms. Boston scientific technical services (ts) stated that there was no history of device issues. As of this time, this device remains in service. No adverse patient effects were reported.